Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in an 8-french sized mildly calcified and mildly tortuous right common femoral artery using prostar xl devices. Reportedly, holding the device held at an angle of 45 degrees to the longitudinal plane of the artery the handle of the device was pulled to deploy the needles, but only three of the four needles presented at the hub of the device. The needles were successfully removed using the technique for needle backed-down and the prostar xl system was removed without problems. The sutures of a second prostar xl device were successfully deployed and set to the side. The access site was dilated to 18-french. After conclusion of the aaa repair procedure, the knots were advanced and tightened to achieve hemostasis. The aaa repair procedure was performed under general anesthesia, which was not due to the device deployment issue. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of a needle to deploy was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.